Event description:
The customer contacted physio-control to report that their device was found beeping with both the power on and shock button led's illuminated. The device was unable to power on when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer was provided with a replacement device. Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio determined that the cause of the reported issue was due to a failure of the digital pcb assembly. The customer received a replacement device.